Event description:
It was reported that the rv lead demonstrated noise, intermittent loss of capture and an inner conductor fracture under the clavicle and first rib. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold.